Event description:
Litigation alleges pain, discomfort, elevated metal ion levels and the release of toxic cobalt and chromium debris into tissues.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Event description:
Litigation alleges pain, discomfort, elevated metal ion levels and the release of toxic cobalt and chromium debris into tissues.update received 8th september 2014. Date of revision added. Surgeon's name added. Hospital name added (complaint description only). Complaint categories amended. Three products added.(B)(6).